Manufacturer narrative:
Concomitant medical products: 429888 lead, implanted (B)(6) 2014. 693158 lead, implanted (B)(6)2007. 5076-52 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator's (crt-d) discriminators withheld detection and therapy for what the physician believed was a dual tachycardia that the device classified as ventricular tachycardia (vt). Programming options to make the crt-d more likely to treat the arrhythmia were discussed and the device remains in use. No further patient complications have been reported as a result of this event.